Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained v oversensing due to crosstalk were observed. Programming changes were made. The device remains implanted.